Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that their implantable cardioverter defibrillator (ICD) was in backup vvi mode. Programming changes were made to resolve the issue. The patient condition was stable.